Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported that the device had a case where a mode failed to shift to standby mode. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.